Event description:
In 2004, the pt reportedly had no lock between the sound processor and the internal device. In the 5th day, the pt was seen at the center for evaluation. In 2004, the pt was seen by a company representative for device evaluation. Testing performed revealed that the device was malfunctioning.